Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message and then inappropriately shut down on battery power. The user switched the battery, and the device failed to power on. The device later powered on, but stayed on intermittently. Complainant indicated that there was no pt involvement in the reported malfunction.